Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument wrist was broken and did not come off from the trocar. The instrument was removed forcibly. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no abnormality. During the procedure, the jaws were not stuck closed on tissue when the issue occurred. The port incision was not increased when the site removed the instrument forcibly from the trocar. The instrument was not in strong grip mode. There was no collision with other instruments or tools. The customer confirmed that no fragment fell inside of the patient and the patient had no injury/harm.

Manufacturer narrative:
Based on the claim against the force bipolar by the customer, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the proximal end of one grip is dislodged from its normal location, which is why the instrument could not be removed from the cannula.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument got stuck in cannula when trying to remove from the system 1 out of 3 attempts. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/ misuse. Bent grip with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Root cause is attributed to mishandling/ misuse. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.